Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. Intervention was performed and bluetooth communication was reestablished. The patient was in stable condition.